Event description:
Reportedly during patient use, the silent red led did not work. Medical intervention occurred in using an ambu bag on the patient before switching to another ventilator. There were no negative or serious patient consequences reported.

Manufacturer narrative:
(B)(4).